Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube had foreign "speckles" in it, and underfilled during use due to having an inadequate vacuum. The "speckles" were later confirmed to be the clot activator additive spray coated onto the tube. This complaint was created to capture the 3rd of 6 related incidents. The following information was provided by the initial reporter: "it has been brought to our attention by a customer complaint, regarding bd vacutainers with serum separator. The vials have speckles on the inside of the vial and did not have enough suction to get the adequate amount of blood into the vial. These vacutainers have been exposed to temperature levels that exceed the manufactures controlled temperature compliance that is listed on the outside of the vial." Additional information states: explained that the "speckles" in these tubes are the clot activator. In the edta tube, the additive is spray coated on the sides and the clot activator in serum tube is also spray coated on the sides of the walls. All of these "speckles" are normal.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube had foreign "speckles" in it, and underfilled during use due to having an inadequate vacuum. The "speckles" were later confirmed to be the clot activator additive spray coated onto the tube. This complaint was created to capture the 3rd of 6 related incidents. The following information was provided by the initial reporter: "it has been brought to our attention by a customer complaint, regarding bd vacutainers with serum separator. The vials have speckles on the inside of the vial and did not have enough suction to get the adequate amount of blood into the vial. These vacutainers have been exposed to temperature levels that exceed the manufactures controlled temperature compliance that is listed on the outside of the vial." Additional information states: explained that the "speckles" in these tubes are the clot activator. In the edta tube, the additive is spray coated on the sides and the clot activator in serum tube is also spray coated on the sides of the walls. All of these "speckles" are normal.